Event description:
The patient's mother reported that upon use of a battery cap shipped in 2008, the pump was resetting itself without intervention, but when the old battery cap was used, the pump functioned normally.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an intermittent loss of contact between the battery cap and the pump case.